Event description:
Reporter indicated a vns dell x5 computer was freezing during interrogation. Soft and hard resets and reseating the flashcard did not resolve the screen freezing. The computer and flashcard have been requested for return, but have not been received to date.